Event description:
Customer reported that he had to go seek medical treatment for the high blood glucose, due to bent cannulas. Troubleshooting in the insulin pump was performed and settings appeared correct. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.